Manufacturer narrative:
Bent fowler motor drive tubes.

Event description:
It was reported by svc report that the fowler motor was drifting. There was pt involvement; however, no adverse consequences are reported.